Event description:
It was reported that a shaft break occurred. While a 2.25 x 12mm synergy xd drug eluting stent was being advanced to cross a calcified lesion, the shaft broke. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient status was stable. It was further reported that the target lesion was located in the 70% stenosed and severely calcified artery. It was noted that the break was 3-5 cm from the hub and was completely removed from the patient's body manually.

Manufacturer narrative:
Correction: b3 date of event reported (B)(6) 2021 as an estimate based on aware date. B3 updated to (B)(6) 2021.

Manufacturer narrative:
Date of event: used (B)(6) 2021 as an estimate based on aware date.

Event description:
It was reported that a shaft break occurred. While a 2.25 x 12mm synergy xd drug eluting stent was being advanced to cross a calcified lesion, the shaft broke. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr us 2.25 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was 0.0360 inch this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break 23cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. While a 2.25 x 12mm synergy xd drug eluting stent was being advanced to cross a calcified lesion, the shaft broke. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient status was stable. It was further reported that the target lesion was located in the 70% stenosed and severely calcified artery. It was noted that the break was 3-5 cm from the hub and was completely removed from the patient's body manually.